Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump was damaged and broken between the battery and reservoir compartment. Customer experienced excessive air bubbles in reservoir. Customer was not sure if insulin pump was dropped.